Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional corrected information b5, f10/h6: medical device problem codes: it was reported that a spectrum pump turned off without user input and alarmed system error 345 (thermistor disparity). No additional information is available. H10: the device was received for evaluation. During functional testing, the reported problems of 'turned off ' or system error 345 were not reproduced. Evaluation utilized customer ac power adapter and a known good wireless battery module and observed no issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log found evidence of system error 345 messages. Evaluation observed the upstream and downstream thermistor values were within specification. The device functioned as intended, however the ultrasonic sensor will be replaced. The reported problem 'had an issue: turned off'' could not be confirmed through the event history log. The pump was functioning as intended, however was not received with a customer battery module. The reported conditions of 'turned off' was not verified. The device functioned as intended, however per precautionary measures the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.